Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) was informed by the clinical sales representative (csr) that they had given the endoscope to the nurse to return and there was no issue with the endoscope on the following cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to control the 30 degree endoscope that was rotated 180 degrees. The technical support engineer (tse) provided the following troubleshooting steps: remove the endoscope from the arm, rotate the endoscope base until the orientation is displayed, press the clutch button on the endoscope arm, then reinstall the endoscope. The customer was unable to follow the steps while on the call. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical sales representative clarified that the endoscope rotated only 90 degrees instead of the full 180 degrees when flipping from 30 up to down. There was no uncontrolled motion that was experienced. The customer replaced the endoscope as they could not resolve the issue with troubleshooting. The issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and the findings did not replicate or confirm the customer reported event. There were no errors in the logs. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board exhibited missing electrical contact. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually and confirmed to have damage to the cable assembly. The cable was found deformed in the cable insulation. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect. The probable root cause is attributed to damage during use or improper handling, which may include accidentally running a large, massed object over the cable (e.g., a wheel of one of the carts or an or table). The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.